Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
On unk date, a male pt had undergone a evar. After implantation of the stent grafts, shrinkage of the aneurysm had been observed and the postoperative course had been uneventful. However, because enlargement of the aneurysm due to an unk cause (s) was confirmed 2 years ago (2012), the physician was taking a wait-and-see approach. On (B)(6) 2014, since stent graft infection was suspected, stent grafts were explanted via urgent surgery. On unk date, axillobifemoral bypass was performed. The pt had a favorable outcome as of (B)(4) 2014. The physician stated that he assumed that bacteria had entered water filled around the stent grafts and the water acted as culture solution which eventually aided in bacteria growth. The rep believes there was no problem with the implanted products or the implantation procedure.